Event description:
Report from user facility indicated that a patient experienced blood in the stool, cramps and nausea. These symptoms began the first post-op evening, lasting 2 days, following processing of endoscope in aer. It was reported that there were `colon and bowel ulcers'.